Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #9 it was verified its loss of osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii, fenestration occurred during surgery and bone graft was executed.